Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that there was a problem with a broken lead. The patient reported that this problem occurred sometime in (B)(6) 2006. No patient symptoms reported. No further patient complications have been reported as a result of this event.